Event description:
It was reported that the device had a red screen and an error code 44005. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It had a scratched lcd lens and missing battery door. After visual inspection, functional inspection was performed. The customer's reported problem was duplicated. The root cause was a faulty pwa board, which was replaced. The optic switch, scratched lcd lens, missing battery door, keypad, overlay, rear label, and side label were also replaced. The cadd solis device passed all the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.